Event description:
On (B)(6) 2013, intuitive surgical received a legal summons indicating that post op a da vinci si lysis of adhesions with left ovarian endometrioma aspiration procedure performed on (B)(6) 2010 at (B)(6), it was discovered that the patient had sustained a bowel injury. Reportedly, post-operatively, the patient experienced symptoms compatible with a bowel injury and as a result the patient was hospitalized until (B)(6) 2010. The legal summons indicated that on (B)(6) 2010, the patient was admitted into the emergency room at (B)(6) with peritoneal signs. Reportedly, the patient had to be resuscitated and a CT scan performed found that the patient had developed massive pneumoperitoneum with a massive amount of free fluid. Reportedly, the patient underwent an exploratory laparotomy with resection and anastomosis of the distal ileum and a washout of the peritoneal contamination. Reportedly, the patient has continued to experience complications as a result of the bowel injury and infection.

Manufacturer narrative:
Isi has contacted the hospital several times to obtain additional information concerning the reported event; however, no additional information has been provided. A follow-up medwatch report will be submitted to the FDA if additional information concerning the reported event is provided.